Event description:
It was reported three days post implant that the right atrial (ra) lead exhibited high thresholds and had dislodged. It was further reported that there was a possible perforation. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.